Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was for product evaluation. The returned device included the mated hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then evaluated by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal 8 french device failed to deploy the footplate. This was a code stroke patient. The patient condition on the event and outcome was not affect to the patient. The event occurred post-procedure. The procedure was completed successfully. Additional information was received 22 may 2023: the procedure performed was a cerebral angiography code stroke using an 8fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Unknown if a pre-deployment angiogram performed. No issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved by manual compression. Estimated blood loss is unknown. Patient was in stable condition.

Manufacturer narrative:
A1: patient identifier: not available due to patient confidentially. A2: age & date of birth: not available due to patient confidentially. A3: patient sex: not available due to patient confidentially. A4: weight: not available due to patient confidentially. A5: ethnicity: not available due to patient confidentially. A6: race: not available due to patient confidentially. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.